Event description:
The customer reported that the system intermittently failed to display fluoroscopic exposures and exhibited intermittent functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The video controller pcb, systems interface pcb and cpu were evaluated and the connections between those components were reseated. The system was tested and found to be working as intended and returned to service.